Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a ent procedure the coblator ii wand tip was found spark and smoke when excite plasma. The procedure was completed without significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4) h10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode is worn from use. The tip is heavily burn/arc marked. The marking starts from the shaft and covers a portion of the side of the tip, it does not reach the electrode. A second burn mark is seen on the shaft metal, near the other burn mark in an almost perfect circle shape. Product was out of the original packaging. No packaging returned. The opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected. After a short time of use, sparks are seen coming from the shaft metal and the side of the tip, where the burn mark is. An evaluation of the customer provided image showed the device lying in opened packaging. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) contact with metal objects while activating the wand. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An evaluation of the customer provided image showed the device lying in opened packaging. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.